Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch # 4506700000-2015-0001 that guide wire entrapment and fracture occurred. The 95-99% stenosed target lesion was located in the left anterior descending (lad) artery and the first diagonal. During bifurcation stenting, a non-bsc guidewire and a 300cm choice¿ guide wire were selected and advanced. After passing the guidewire, laser atherrectomy was performed using a 0.9 catheter for two passes easily with no complications or difficulty. Following balloon angioplasty with a 3mm balloon, there was still some haziness at the site of proximal lad. A 3x12mm promus stent was implanted at 11 atmospheres. Post deployment angiogram revealed excellent results. The guidewire was parked at the diagonal right below the total occlusion of the lad, a high grade ostial stenosis. A 2mm balloon was used at the ostium of the diagonal with improvement of the flow. Multiple projections were taken, again confirming patency and excellent results of the proximal lad stenosis. The physician then tried to remove the guidewire, initially with little resistance but at some point a little tug on the wire was felt and the wire came out leaving a large portion, 10-15cm, of the guide wire in the lad and the diagonal sticking into the ascending aorta. Multiple attempts were made to retrieve the wire using an open loop snare, a gooseneck snare, and vascular forceps with no success. The wire could be trapped or grasped but could not be pulled all the way down because it was trapped at the very tip, perhaps on a stent strut or a calcified plaque. The procedure was terminated. The patient was hemodynamically stable, did not have chest pain, and still had excellent flow through the left main, the lad, and the diagonal. The patient was sent to the intensive care unit under close observation or hemodynamic changes or any signs of ischemia. The patient was transferred to another hospital for valuation and intervention to remove the guidewire.